Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a shelf pack tray of tubes but does not display the customer¿s reported failure mode. A total of 100 retained samples were visually inspected, and all had the hemogard closure assembly correctly assembled and placed on the tubes with no issues of cocked stoppers. Additionally, 10 retained samples underwent functional tests, and all were within specification limits. There were no issues with the hemogard closure assembly being loose or separating during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, the stopper was pulled out of the tube within the holder on 3 instances during blood collection. The samples had to be recollected and no adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, the stopper was pulled out of the tube within the holder on 3 instances during blood collection. The samples had to be recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.